Event description:
Transducer that had been on the equipment for months, would not balance any more. The new transducer was filled per the directions and would not balance. The line was checked. There were no bubbles. This process was repeated with the same result. Another transducer was prepared and did balance.